Event description:
It was reported that the customer's insulin pump had a loose drive support cap, without being dropped or bumped. The insulin pump will be replaced. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk and with bleeding lcd glass. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.